Event description:
During surgery, the plate tack broke off in the bone; the tip remains implanted.

Manufacturer narrative:
The returned plate-tack fragment was examined visually under magnification and, where possible, dimensionally using a comparator. Visual examination identified a torsional fracture pattern occurring at the 6th ring (when counted from the tip). The fracture surface shows evidence of primarily brittle fracture, with some smearing of the outermost and innermost surfaces, likely caused by surface-to-surface contact during continued drilling after breakage. Dimensionally, features that could be examined fell within the specified range.